Event description:
It was reported that the customer's insulin pump had a frozen display as well the buttons were unresponsive when scrolling through the menu. It was stated that the battery was changed with no results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. No frozen screen noted.